Manufacturer narrative:
Corrected data h6 codes have been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the reason for the ipg explant was ineffective therapy. The ipg was replaced with a competitor system in 2013.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had the ipg explanted and replaced on (B)(6) 2013 for an unspecified reason. Effective therapy was restored.